Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device delivered anti-tachycardia pacing (atp) therapy, which accelerated the patient's rhythm into ventricular fibrillation (vf) and resulted in a shock. The patient experienced syncope during the vf episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.